Event description:
It was reported that patient underwent a revision procedure due to unknown reasons. The patient was doing well postoperatively. The explanted device was retained by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.